Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. The electrode belt (B)(4) was returned and evaluated at the distributor. The evaluation confirmed that the therapy electrodes were cosmetically damaged. Excessive force caused the damage to the therapy electrodes. The electrode belt is designed to meet the mechanical requirements of (B)(4).

Event description:
A us distributor reported that all three therapy electrode pads were damaged and were irritating the patient's skin. The affected areas were described as red and bruised. The patient was issued a replacement electrode belt. In addition, a doctor gave the patient a cream, triamcinone, to put on the affected area. Follow-up indicated that the patient did not have further issues.